Event description:
The customer reported that the ventilator battery failed.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced regulator for o2 leak. Replace parts supplied in maintenance kit, o2 cell and internal battery shelf. Ventilator operates according to specifications.